Event description:
It was reported that this left ventricular (lv) lead presented a suboptimal implant location of the device per the physician, therefore was explanted and replaced. No additional information is available at the moment. No additional adverse patient effects were reported.